Event description:
It was reported to philips that the device did not recognize defib pads during an attempt to shock a patient. The issue occurred while assessing a patient in cardiac arrest. The crew was unable to get a tracing from the device and only showed a dashed line. CPR was being done and crews were attempting to evaluate for the need of defibrillation. Another set of pads was tried with the same dashed lines. Another unit arrived with a new defibrillator and a new set of pads which worked, however, the patient did not survive. This report was initially reported as a serious injury, however, it has been updated to death. Was the device being used on a patient at the time of the event, including for the purposes of diagnosis? Yes. Was there any adverse event to the patient or user? Yes. The patient died. If there was an adverse event, did the device cause or contribute to the adverse event, and how? The customer stated: "the packaging for the defib pads was not kept so I am not able to investigate that side of the equation and I believe that was where the problem lies. The monitor seems to be in good working order and ultimately did not contribute to the situation despite initial appearances." No ECG monitoring strips or case event files were provided to philips for review. A philips authorized field service engineer (fse) evaluated the device and was unable to duplicate the issue.

Manufacturer narrative:
Updated device problem code grid, patient outcome grid, health impact grid and type of complaint.

Event description:
It was reported to philips that the device did not recognize defib pads during an attempt to shock a patient. Additional details have been requested. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.